Manufacturer narrative:
The customer¿s report of IV set leaking was confirmed. Upon visual inspection it was noted immediately that the smartsite valve was oval in shape. The slit in the piston lined up with shorter diameter of the piston head compared to a new smartsite. Functional testing was performed; depressing the syringe and allowing the blue dyed water to flow through the entire set confirmed that there was leaking from the smartsite port. Dimensional testing was not performed. The root cause of the leak was identified to be due to an oval shaped smartsite failure mode. Oval smartsites can occur when temperatures greater than 62 degrees celsius/144 degrees fahrenheit are reached.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that IV fluid and medication was observed shooting out of the extension set ports while it was connected to a patient. There was no harm reported.